Manufacturer narrative:
Product #1 pi main [pi-2019-0103647-01]. A patient experiencing autoreducing due to high impedance was reported to abbott. It was determined that the lead had pulled out of the header and outer space. Intervention is not yet planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Product #2 pi main [pi-2019-0103647-03]. A patient experiencing autoreducing due to high impedance was reported to abbott. It was determined that the lead had pulled out of the header and outer space. Intervention is not yet planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Product #3 pi main [pi-2019-0103647-02]. A patient experiencing autoreducing due to high impedance was reported to abbott. It was determined that the lead had pulled out of the header and outer space. Intervention is not yet planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Product #4 pi main [pi-2019-0103647-04]. A patient experiencing autoreducing due to high impedance was reported to abbott. It was determined that the lead had pulled out of the header and outer space. Intervention is not yet planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12234, 1627487-2019-12235, 1627487-2019-12236. It was reported that the patient had autoreducing due to high impedances. The patient had their scs system explanted on (B)(6) 2019.